Manufacturer narrative:
The reported issue that the upper top right button with an arrow (suspected to mean reference designator s6) for selecting options that pop up on the screen was defective on the front panel with keypad assembly could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported the assy fr case w/ is being replaced. It was reported that the top right button with an arrow for selecting options that pop up on the screen was defective. There was no patient involvement in the event.